Manufacturer narrative:
Serial number of the modular cable was requested but not avialable. O further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented on (B)(6) 2024 with a driveline power alarm. The clinician changed the modular cable and the alarm stopped. The patient was monitored for an hour with no recurrent alarms and was discharged to home. The event log confirmed the driveline power fault. The driveline power alarm had been resolved with a modular cable exchange, but the patient later came back with a communication fault alarm that could not be resolved. It was later communicated that the system controller and modular cable were replaced on (B)(6) 2024. The newly connected system controller recorded a couple of driveline comm faults that occurred right after the new modular cable was connected. The driveline comm faults returned, and the clinicians were recommended to permanently silence the alarms. It was additionally reported that the patient had a few open spots on the patient driveline. Rescue tape was applied to the suspect areas.

Event description:
It was reported that the patient presented on (B)(6) 2023 with driveline power fault alarms. The patient's modular cable was exchanged, and the alarms resolved. The patient then presented on (B)(6) 2024 with driveline communication fault alarms. The clinician reported that the alarm could not be cleared. It was noted that the patient had previously experienced driveline communication faults that resolved by exchanging the system controller and modular cable but exchanging the equipment did not resolve the alarms this time. The system controller and modular cable were exchanged again on 10jan2023, but the alarm ultimately returned again. It was abbott's recommendation that the alarm be permanently silenced. The communication fault had not interrupted the pump operation or any of the heartmate features because the redundant communication line was operating as intended. Additionally, it was reported that there were a few open spots on the patient driveline. Rescue tape was applied to the suspect areas. History of equipment exchanges due to driveline communication faults captured under manufacturer report numbers: 2916596-2024-00918, 2916596-2024-00919, 2916596-2023-04565, and 2916596-2023-04566.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the returned modular cable. Inspection of the returned modular cable revealed corrosion around all of the pins in the inline connector. The modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the modular cable were then tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller, and a test pump, and successfully operated the test pump for an extended period of time without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The modular cable was also tested alongside the returned system controller without any issues. Although the reported driveline power fault alarms were not reproduced during testing, the observed corrosion on the pins in the inline connector could have resulted in the reported alarms. The submitted log file contained approximately 2 hours of data (on 06jan2024 from 20:38:33 ¿ 22:08:17 per the timestamp). The log file captured a driveline power fault alarm on 06jan2024 from 20:38:33 to 22:08:17 due to a pwr_a_broken fault. Between 06jan2024 at 20:38:34 and 20:47:11, the driveline was disconnected and reconnected multiple times in an attempt to resolve the atypical alarms; however, the driveline power fault alarm reactivated each time that the driveling was reconnected. This is consistent with the observed corrosion in the inline connector. The pump ramped up to the set speed without any issues each time that the driveline was reconnected, and the alarms did not affect the controller¿s ability to operate the pump at the set speed the reported event was determined to be due to corrosion on the pins in the inline connector; however, the root cause of the corrosion could not be conclusively determined through this analysis. The lot number of the modular cable was not reported with the event. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. D) section 4 ¿ living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.